Event description:
During a low anterior resection procedure. During removal of the stapler, the suture broke. The surgeon resected the tissue at the application site and manually placed a purse string. The hosp has reported the pt's condition is satisfactory.